Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2013. During the procedure, the co-pilot, included in the 20/30 priority pack, was connected per instructions for use. When contrast was placed under pressure using the indeflator, the co-pilot was noted to come apart. The device was held together by the cath lab technician and the physician was able to complete the procedure. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The complaint device was not returned. A review of the lot history record revealed no non-conformances associated with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency